Event description:
Complainant alleged that during the incoming inspection of the device, although the pacer control knob turned, the technician was unable to adjust the output pacer current. The complainant indicated that there was no patient involvement in the reported malfunction.